Manufacturer narrative:
Initial 1 of 2. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that the patient faced an infusion set adhesive issue on (B)(6) 2026, where the adhesive patches of 2 infusion set folded/stuck to themselves prior to insertion associated with a high blood glucose event that was treated with a correction injection via multiple daily injections.